Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was discovered to be in storage mode with a 2.16 monitoring voltage upon interrogation for a device changeout procedure. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.